Manufacturer narrative:
Conclusion: customer reports no causal relationship of the event to the device. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Customer reports the following possible products: monocryl (poliglecaprone 25) suture, coated vicryl (polyglactin 910) suture.

Event description:
Customer reported that a patient presented with an infection approximately two months following an orthopedic procedure. The patient was returned to surgery in 2007 for wound debridement with pin removal. No further details were provided.